Manufacturer narrative:
The returned device was evaluated and no issues were observed with the received device that would contribute to the cannula dislodging from the infusion site. No issues were observed with the adhesive pad or adhesive pad welds. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient's blood glucose reached 288mg/dl while wearing the pod on his leg for between 36 and 48 hours. When she checked his pod site, she saw that the cannula had completely dislodged (laying on the skin) and the adhesive was bunched up where the cannula was deployed. Treatment included 8 ounces of water and changing the pod; the patient's levels went down quickly after the pod change.